Event description:
It was reported that the customer needed assistance with logging into her online carelink account. The customer was able to log back into the account. Furthermore, the customer was hospitalized for a week due to diabetic ketoacidosis and a stomach virus. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-82467.